Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular (rv) lead, triggered a red alert and was now beeping due to a high out-of-range pace impedance measurement of 2,448 ohms. It was noted that the presenting rhythm showed capture and there were no stored episodes with noise. Technical services (ts) discussed a potential lead-header interaction. This ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular (rv) lead, triggered a red alert and was now beeping due to a high out-of-range pace impedance measurement of 2,448 ohms. It was noted that the presenting rhythm showed capture and there were no stored episodes with noise. Technical services (ts) discussed a potential lead-header interaction. This ICD and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular (rv) lead, triggered a red alert and was now beeping due to a high out-of-range pace impedance measurement of 2,448 ohms. It was noted that the presenting rhythm showed capture and there were no stored episodes with noise. Technical services (ts) discussed a potential lead-header interaction. This ICD and rv lead remain in service. No adverse patient effects were reported. Additional information received indicated that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular (rv) lead, had exhibited loss of capture (loc) with greater than two seconds of asystole; the patient experienced multiple instances of syncope. Loss of capture (loc) was reproducible on the shock channel when pressing on the patient's clavicle. Lead fracture was suspected, but not confirmed via x-rays. No lead noise was observed, and all lead measurements were within normal limits. This rv lead was surgically abandoned and replaced. Records indicate this implantable cardioverter defibrillator (ICD) was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported. The ICD was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.